Event description:
During follow-up, loss of capture was observed on the left ventricular channel. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of non-capture lv pacing during the in-clinic lv pli test when programmed to single sited pacing in multisite pacing device model was confirmed. The root cause was due to temporary programming operation during the lv2 lead impedance measurement when the temporal programming used an existing lv 2 setting which is not currently in use since device is operating in a single sited pacing, and in this case no rv capture.